Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (unable to undergo incoming functional testing) has been confirmed. A review of device download data confirmed that the monitor failed incoming pulse testing at the distributor. The root cause for the functional failure could not be positively identified. No adverse event resulted from the monitor malfunction. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. A review of device download data confirmed that the monitor failed incoming pulse testing at the distributor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. A review of device download data confirmed that the monitor failed incoming pulse testing at the distributor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.